Event description:
Customer reported the light pipe broke during use. The patient was in cardiac arrest from a fentanyl overdose. The staff obtained a crash cart and the device to intubate the patient. The plastic light pipe near the connector area to the handle was broken and the light would not turn on. A new device was obtained from the cart and the same issue happened (captured in 8030121-2020-00042). The patient was intubated with a glidescope. It was reported the patient did not suffer any injury from the device. The patient was reported to be in ICU from other medical complications at the time of this report.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. The manufacturing site reports that based on the photo the complaint is confirmed. The base of the light guide is broken. The manufacturer also reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage. Due to an increase in complaints for breakage, a CAPA was opened to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the light pipe broke during use. The patient was in cardiac arrest from a fentanyl overdose. The staff obtained a crash cart and the device to intubate the patient. The plastic light pipe near the connector area to the handle was broken and the light would not turn on. A new device was obtained from the cart and the same issue happened (captured in 8030121-2020-00042). The patient was intubated with a glidescope. It was reported the patient did not suffer any injury from the device. The patient was reported to be in ICU from other medical complications at the time of this report.